Event description:
Failed. Was listed in chart but patient is new, no information on adverse event or reason for failure. No additional information reported or available regarding this event. Pae reported by hcp (healthcare professional), who does not consent to follow up. (B)(4).